Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that pump logs indicated a motor stall occurred on (B)(6) 2017 at 08:23 and a recovered on the same date at 11:54. No patient symptoms were reported and no further complications were reported or anticipated.